Manufacturer narrative:
(B)(4). Qc investigation findings: the samples for MDR 1060680-2016-00031 (bed sensor pad) and MDR 1060680-2016-00032 (bed sensor pad) were returned together, as they were used together when the reported issue occurred. The end user had not dated the pad with the start date/end dated to track the pads use. All of the test/trials referenced in the complaint were performed on the monitor/pad/batteries as returned by the customer, there were no alterations of any kind to the batteries or setting on the alarm. Quality control connected the devices and began system checks as instructed by the setup information on the sensor pad. The unit was tested twenty-five+ times by quality control and the operations manager, each and every time weight was removed from the pad, the alarm sounded. When weight was reapplied the alarm reset. The pad is printed with setup instructions, maintenance information, trouble shooting and warnings. There were no issues/errors defects found. Root cause: the investigator was unable to determine root cause as there was no defect/error found. The unit operated as intended. Corrections: replacement product was requested/sent. Corrective action: there is no corrective action required at this time, the returned sample /unit operated as intended. Preventive action: there is no preventive action required at this time, there were no vendor issues found. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
A bed alarm was connected to the corresponding sensor pad. Patient was laying on bed pad. It was plugged into the deroyal alarm. The patient got up and fell. The alarm never sounded. It was plugged in. Customer did not believe the patient hit the reset button either. No patient injury was reported.